Event description:
As reported, during an unknown procedure sorbafix enhanced fixation device was used to fixate the 3dmax mesh. It was reported that the fastener got jammed (overlapped), crossed the mesh and failed to fixate it. It was also reported that the another device was used to complete the procedure. There was no reported patient injury. Addendum: it was additionally reported that the first fastener got stuck on the tip of the device when deploying above cooper's ligament. It was also reported that the mesh was wrinkled when attempting fixation whereas the mesh was not damaged.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh and the fastener got jammed. Photos provided show the device which in good condition with visual anomalies noted. Photo review cannot assist in determining root cause. The subject device has been discarded and not available for evaluation. Based on the information available, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in aug, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information provided. Customer reported that sorbafix enhanced fixation device fastener got jammed and there were no loose fasteners. Based on the additional information provided, there is no change in initial determination and no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh and the fastener got jammed. Photos provided show the device which in good condition with visual anomalies noted. Photo review cannot assist in determining root cause. The subject device has been discarded and not available for evaluation. Based on the information available, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during an unknown procedure sorbafix enhanced fixation device was used to fixate the 3dmax mesh. It was reported that the fastener got jammed (overlapped), crossed the mesh and failed to fixate it. It was also reported that the another device was used to complete the procedure. There was no reported patient injury.